Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. The caller had seen the patient and the left side of the lead and all contact pairs showing <50 ohms. The manufacturer representative had programmed the left lead off and was not using any contact pairs. It was unknown when the <50 ohm impedance on the left lead happened. It was reported that the physician wanted to do a revision. The caller¿s information came from a health care professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-aug-16. The rep stated that the patient¿s surgery was planned for (B)(6) 2017. The information was confirmed with a healthcare professional (hcp). Additional information was received from the rep on (B)(6) 2017. The rep was in the operating room for the revision in which the extensions were changed. The lead was now connected to 2 37083 extensions that plugged into the implantable neurostimulator (ins). The rep was seeing impedances greater than 10,000 ohms on everything except back port contacts 4-7. The rep corrected the lead configuration so now only contact 11 had impedances greater than 10 ,000 ohms. The rep ran impedances at 3.0 volts and combinations were around 1500-2100 ohms but contact 11 was now showing 25,235 ohms. It was reviewed that the high impedances might possibly be temporary due to the procedure. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748951, serial (B)(4), product type: extension. Product ID: 748951, serial (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the high impedance issue was resolved by replacing old extensions. The extensions will not be returned for analysis. The cause of the high impedance was the left side was fractured. No patient symptoms or complications were reported.